Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure \migration of essure device location of device: uterine isthmus") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, dizziness, amenorrhea, vaginal infection, multiple allergies, skin rash, clotting disorder, hernia, vomiting and bronchitis. Previously administered products included for an unreported indication: ferrous sulfate, progesterone, prenatal plus, penicillins, allergy relief, zoloft, flagyl and ranitidine hcl. Concurrent conditions included hyperthyroidism, uterine fibroid, vaginal irritation, light-headed, perineal pain, palpitations, vaginal itching, uterine enlargement, hallucinations, chest pain, obesity and varicose veins of lower extremities. Family history included type ii diabetes mellitus and cancer. Concomitant products included acetylsalicylic acid (aspirin), fluticasone, medroxyprogesterone acetate (depoprovera) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2017 and salbutamol sulfate (proair hfa). On( B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 22 days after insertion of essure. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2013, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain") and menstrual disorder ("menstruation issues"). Essure treatment was not changed. At the time of the report, the device expulsion, abdominal pain lower, pelvic pain, abdominal pain, menorrhagia, menstrual disorder, depression, anxiety, mood swings, vaginal haemorrhage, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, mood swings, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2012 number of proximal coils: 0 on left cornua and 4 on right cornua. She is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: the left tubal prosthesis is fairly far peripheral to the isthmic portion of the fallopian tube, the tube itself is not seen due to issues of spatial resolution for this thin structure. The right prosthesis projects by about 13 mm into the myometrium or isthmic portion of the right fallopian tube. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. It looked closed and he showed me the screen. Yes(as per mr). Impression: complete obstruction of bilateral fallopian tubes, confirming permanent sterilization. No evidence of any endometrial pathology or filling defect noted. Pregnancy test - on (B)(6) 2011: negative. Smear cervix - on (B)(6) 2011: negative. Ultrasound scan - on (B)(6) 2016: 1. Sonographically normal uterus and adnexa. Specifically no unexplained fluid collection or ovarian adnexal mass to correlate with symptoms. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, vaginal discharge, fatigue, nausea, depression, mental anguish, dysmenorrhea". Most recent follow-up information incorporated above includes: on 13-may-2019: pfs and mr received: reporters were added. Patient's demographics was added. Event verbatim was updated as- migration of the essure \migration of essure device location of device: uterine isthmus and pt updated as device expulsion. New events added- mood swings, vaginal bleeding , menorrhagia, nausea, dysmenorrhea, dyspareunia, vaginal discharge, fatigue were added. Medical history was added. Concomitant condition & drugs were added. Lab test were added. Historical drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the essure \migration of essure device location of device: uterine isthmus') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, dizziness, amenorrhea, vaginal infection, multiple allergies, skin rash, clotting disorder, hernia, vomiting and bronchitis. Previously administered products included for an unreported indication: ferrous sulfate, progesterone, prenatal plus, penicillins, allergy relief, zoloft, flagyl and ranitidine hcl. Concurrent conditions included hyperthyroidism, uterine fibroid, vaginal irritation, light-headed, perineal pain, palpitations, vaginal itching, uterine enlargement, hallucinations, chest pain, obesity and varicose veins of lower extremities. Family history included type ii diabetes mellitus and cancer. Concomitant products included acetylsalicylic acid (aspirin), fluticasone, medroxyprogesterone acetate (depoprovera) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2017 and salbutamol sulfate (proair hfa). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 22 days after insertion of essure. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2013, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain") and menstrual disorder ("menstruation issues"). Essure treatment was not changed. At the time of the report, the device expulsion, abdominal pain lower, pelvic pain, abdominal pain, menorrhagia, menstrual disorder, depression, anxiety, mood swings, vaginal haemorrhage, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, mood swings, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2012, number of proximal coils: 0 on left cornua and 4 on right cornua. She is currently planning for essure removal diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on (B)(6) 2013: the left tubal prosthesis is fairly far peripheral to the isthmic portion of the fallopian tube, the tube itself is not seen due to issues of spatial resolution for this thin structure. The right prosthesis projects by about 13 mm into the myometrium or isthmic portion of the right fallopian tube.. Hysterosalpingogram on (B)(6) 2013: essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. It looked closed and he showed me the screen. Yes(as per mr) impression: complete obstruction of bilateral fallopian tubes, confirming permanent sterilization. No evidence of any endometrial pathology or filling defect noted.. Pregnancy test: on (B)(6) 2011: negative. Smear cervix: on (B)(6) 2011: negative. Ultrasound scan: on (B)(6) 2016: sonographically normal uterus and adnexa. Specifically no unexplained fluid collection or ovarian adnexal mass to correlate with symptoms.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, vaginal discharge, fatigue, nausea, depression, mental anguish, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.